Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log. However this is not an indication of a device malfunction. The device was put through extensive testing without duplicating the reported malfunction. It is noteworthy to mention the one step complete cable, electrodes and ECG cable, used at the time of the reported event, were not returned to zoll for evaluation. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an (B)(6) female patient, the device was unable to obtain an ECG signal successfully pace the patient. Complainant indicated that the clinician placed one step electrode pads on the patient as backup. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.